Event description:
During the placement of a pedicle screw using the medtronic stealth station navigation, the surgeon noticed there was some toggle between the ctl navigation screwdriver and screw. When he placed the screw, the toggle caused a false reading of the screw trajectory to be given on the navigation system. The surgeon noticed the trajectory was off from what was already established with screw pilot hole preparation instruments (i.e. Tap). He removed the screw and driver and used the second driver provided in the set to place the screw with no issues. The case was completed with no incident or harm to the patient.

Manufacturer narrative:
Part did not fragment, but communication still classifies as an MDR due to driver malfunctioning at tip (distal ring coming loose), it caused a false reading to be given on the navigation stealth station system; though easily detectable from improper fit between driver and screw. No harm or injury occurred in this case, but there is a potential for harm if this were to occur again, as false readings on the navigation system could lead to injury if the surgeon deviates by skipping hole preparation steps or does not properly prep screw pilot hole and its trajectory. The root cause remains indeterminate due to the absence of a surgery report, anatomical context, and handling information. Incident is low risk, as the pilot hole and trajectory are made with a probe, drill, or tap prior to screw insertion; the screw follows the pre-existing trajectory.